Event description:
It was reported that the pacemaker system was removed due to a confirmed pocket infection. No further information was available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).